Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported phaco issues during a vitrectomy. During phacoemulsification, nothing happened and after a moment, an occlusion alarm sounded while the vitreotome was in the eye. The vitreotome was exchanged but the same issue occurred. The surgery had to be completed in two times with an anterior chamber lens. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).